Event description:
It was reported that the caller indicated that the patient complained of a "sensation" in the neck. The implantable pulse generator (ipg) had experienced a power-on-reset (por). Of note, there was no exposure to electromagnetic interference (emi) indicated by the patient. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 407652 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).